Event description:
Customer reported the sensors have been inaccurate. Customer stated he had to turn off the alarms on the insulin pump as he was not low. Customer stated he kept waking up with sensor reading of 40 mg/dl and blood glucose was actually 140 mg/dl. Currently sensor was reading 79 mg/dl and blood glucose was 240 mg/dl. Troubleshooting was performed. Customer was advised to insert a new sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.